Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caster with brake is incredibly stiff and then broke when trying to release.